Manufacturer narrative:
B3. Date of event: unknown. No information has been provided. The affected device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A visual test was performed, and found downstream seal starting to tear, dented door. The functional test found that the latch/lock is loose, and the display was too dim due to age. The pump was tested for flow accuracy and failed. The customer indicates no failure was detected and confirmed through functional testing. The root cause of the problem was attributed to expulsor was too high. As a result, the downstream occlusion seal, latch/lock, battery door, display were replaced and the expulsor was trimmed.

Event description:
It was reported that the device exhibited wrong flow alarms. There was no patient involvement.